Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant and tyvek or thermoform sticking.

Event description:
Sales representative reported "not get inner shell out of outer shell. The inner shell became contaminated". This record is for the unknown-side. Device was not implanted.

Event description:
Sales representative reported "not get inner shell out of outer shell. The inner shell became contaminated". This record is for the unknown-side. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: not observed issue with removing the thermoform from the packaging. Foreign material on implant: no observed issues on the implant. No other observations observed, no further actions are required.